Manufacturer narrative:
This report is a continuation of manufacturer report 3007566237-2017-03218 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). The hcp reported that the ins was removed but the leads/electrodes remained implanted. The hcp didn't have any further information. The hcp reported that the patient thought the ins was explanted in 2012. No further complications reported. Additional information was received from the patient stating that they decided to have device and lead removed due to device continuously moving and lodging itself against the spine. No further complications reported. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt states her ins was taken out because wasn't working after awhile. Pt states ins was replaced once but kept moving and lodged in spine in a bad way. Pt states just had this removed. Pt states turned upside down and backwards and lodged in spine and caused a lot of lower back issues so patient states she wanted this removed. Pt was not sure when all these issues began, pt states last couple years of having ins device maybe 2010 or 2011, pt could not pinpoint a date. Pt states more active she got the more it moved. Pt states they only took out ins as the doctor said would be 8-12 hour surgery to remove leads so they didn't go through with the leads explanted.